Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of device for infusion of insulin, the patient's blood glucose levels rose to 610 mg/dl which resulted in diabetic ketoacidosis requiring hospitalization for 3 days. While in the hospital, the patient was placed on an insulin IV drip to resolve their high blood glucose and ketones. The home care patient reported that when they removed their infusion site, blood was noticed at the site.